Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient has received inappropriate high voltage therapy in the past due to t wave oversensing from the right ventricular (rv) lead. The lead was explanted and replace. No patient complications have been reported as a result of this event.